Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID neu_unknown_cath, product type: catheter. Analysis of the unknown catheter revealed that catheter sc connector/ difficulty with sc connector led to explant. No analysis of the ascenda catheter (sn (B)(4)) was performed, as that device was not received.

Event description:
It was reported that there was a concern that the patient was not getting adequate therapy from the pump. The pain physician thought that there was something wrong with the catheter. Subsequently, when the implanting hcp (healthcare provider) went to remove the sutureless catheter from the pump, they had difficulty; the metal part in the pump connector started to separate from the silicone cup in which the metal object would normally reside. The indwelling catheter was left in situ. There was a break at the pump connector which required replacement. Diagnostic testing/troubleshooting consisted of checking the csf (cerebral spinal fluid) flow through the catheter to check the catheter patency. The connector was removed from the pump catheter piece, and a new 8780 catheter was implanted alongside the pre-existing catheter; there was a partial explant. The product issue was resolved, but the cause of the issue was not determined. The patient status was reported as ¿alive ¿ no injury.¿ the pump was being used to deliver morphine and marcaine. On (B)(6) 2014, it was noted that the patient was ¿doing better.¿

Manufacturer narrative:
Concomitant medical products: product type: catheter, product ID 8709sc, implanted: (B)(6) 2013, explanted: (B)(6) 2014. The previously reported 8780 catheter was never received or analyzed. The 8709 sc catheter was the catheter indicated in the alleged events, and was further identified to have been the unknown catheter which was previously analyzed in 3007566237-2014-03170 (follow up number 2).

Event description:
It was further confirmed that the returned catheter was an 8709 sc (sutureless connector), and that it was the one that the surgeon had difficulty removing from the pump connector. The allegations were against the 8709 sc, and not the 8780 catheter, as was initially alleged.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID neu_unknown_cath, explanted: (B)(6) 2014, product type: catheter. (B)(6). Analysis results for the unknown catheter were not available at the time of this report. A follow-up report will be sent when analysis is completed. Additionally, analysis on the 8780 catheter (sn (B)(4)) has not been completed, as the product received was not what was indicated to have been returned.

Event description:
It was further noted that although the return product packing slip indicated the return of an 8780 catheter (sn (B)(4)), the product received was not what was indicated. An unidentified sutureless catheter was received. Follow up for clarification of the catheter reported, versus the catheter received is pending. Should additional information be revived, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.